Event description:
It was reported that patient presented to the ER with slow vt. Patient was not tolerating the vt well and was passing out. Patient was successfully manually pace terminated out. Programming changes were made. Patient was fine after the event.

Manufacturer narrative:
(B)(4).